Manufacturer narrative:
Correction - the manufacturing site name was updated in section g1.

Event description:
It was reported that the patient was admitted to hospital after experiencing high blood glucose symptoms like nausea, vomiting and dehydration while using the insulin pump. The last blood glucose value obtained at home before hospitalization was 270 mg/dl, whereby the date is unknown. At the hospital, the patient received insulin as treatment and was still in the hospital at the time of the report. The infusion device has had a high battery consumption before the incident and the corresponding error message was triggered by the device.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.